Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. Blood glucose level was in the 300's (mg/dl). Review of the pump history showed that the bolus had successfully delivered the first portion of the extended bolus; however, the status screen did not show the second half of the extended bolus. Although requested, the customer declined to upload the pump data logs.